Manufacturer narrative:
Engineer¿s evaluation relayed, "the pins bend and subsequent fracture was a result of the overload of a 10 year old product. As stated in the complaint, there is no trend as there is only one other filed complaint for this part and no indication that the part left biomet nonconforming. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues reported for these lots. Review of complaint history found no additional issues reported for item: 32-401111 lot: 868380 combination. Results of investigation relayed to sales rep via email. Inconclusive-root cause cannot be determined; known inherent risk of procedure condition is addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during patient underwent partial knee arthroplasty on (B)(6) 2014. During the procedure, the oxford im rod removal hook fractured. The procedure was completed with another oxford im rod removal hook.